Event description:
The journal article, "apheresis collection of haematopoietic stem cells from peripheral blood in adult patients with hematologic malignancies-macedonian experience" describes a study that presents a single site's experience with collecting of mobilized peripheral blood stem cell (pbsc) in adult patients with hematologic malignancies. Pbsc collection was performed with continuous flow cell separator baxter c53000, cobe spectra and terumo bct spectra optia using conventional-volume apheresis processing the 2¿2.5 total blood volumes per apheresis. A femoral catheter was used for collection of pbsc. Acid citrate dextrose formula a (acd-a) is used for anticoagulation during apheresis collection. Mobilization regimens included granulocyte colony-stimulating factor (g-csf) alone or combination of g-csf and disease-specific chemotherapy. There were 792 apheresis procedures performed in 448 hematologic patients, aged 16¿65. The single procedure usually took 180¿270¿min and the volume of collected stem cells was 50¿380¿ml. The article states that, "procedures for mobilization and collection of pbpc were generally well tolerated." It is unknown if there were procedures that were not well tolerated and if any medical intervention was necessary. Patient information is not provided in the article, therefore this report is being submitted as a summary of events. The disposable sets are not available for return from the customer.

Manufacturer narrative:
Lot number, manufacture and expiry are not available at this time. Article citation: apheresis collection of haematopoietic stem cells from peripheral blood in adult patients with hematologic malignancies-macedonian experience. Vox sanguinis. 2022. 117(suppl 1):249 investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. No medical intervention was reported for this event. No further reporting will be provided as this does not represent a reportable event. Article citation: apheresis collection of haematopoietic stem cells from peripheral blood in adult patients with hematologic malignancies-macedonian experience. Vox sanguinis. 2022. 117(suppl 1):249.

Event description:
The journal article, "apheresis collection of haematopoietic stem cells from peripheral blood in adult patients with hematologic malignancies-macedonian experience" describes a study that presents a single site's experience with collecting of mobilized peripheral blood stem cell (pbsc) in adult patients with hematologic malignancies. Pbsc collection was performed with continuous flow cell separator baxter c53000, cobe spectra and terumo bct spectra optia using conventional-volume apheresis processing the 2¿2.5 total blood volumes per apheresis. A femoral catheter was used for collection of pbsc. Acid citrate dextrose formula a (acd-a) is used for anticoagulation during apheresis collection. Mobilization regimens included granulocyte colony-stimulating factor (g-csf) alone or combination of g-csf and disease-specific chemotherapy. There were 792 apheresis procedures performed in 448 hematologic patients, aged 16¿65. The single procedure usually took 180¿270¿min and the volume of collected stem cells was 50¿380¿ml. The article states that, "procedures for mobilization and collection of pbpc were generally well tolerated." It is unknown if there were procedures that were not well tolerated and if any medical intervention was necessary. Patient information is not provided in the article, therefore this report is being submitted as a summary of events. The disposable sets are not available for return from the customer.